Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a couple falls last week. The caller states on friday and saturday night, patient had 7-8 trips to the bathroom, which is unusual since the implant. The caller did not know if something was not working right and they were wondering if it was their location. The caller was out of town this weekend and was in a room that did not have good wi fi connection and the phone was slow in that room, but it worked better in other rooms. Caller tried to connect on sunday morning, and it would not connect to the device, but once they got home, it connected just fine. The caller states getting a screen that says, can find the device. The patient was able to connect the next day and it was fine and therapy was on. Last night the patient had no trouble at all and last night the patient woke up once. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller wanted to reschedule a date to speak with the post-implant team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.